Event description:
Nurse programming smart pump for administration of propofol. Entered 300 into weight field. Patient weighed 300 lbs. Pump set for kilograms. Dose was 1.5mg/kg/hr. Patient recieved a 2.2 fold overdose. Patient was intubated so no patient harm.pump has guardrails for high doses. Soft stop at 5mg/kg/hr and hard stop at 7mg/kg/hr. Total dose less than stops so alert did not fire.question whether weight field should have similar "guardrails" and alert person setting rate that a high weight had been entered. It is the rare patient that weighs 300kg although we are seeing many patients in the 300lb range.